Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had noticed that the sensors are only lasting 2-3 days and not the full 6 days as expected. Insulin pump was showing 59-60 mg/dl and fingerstick was showing 381 mg/dl. Customer stated that the insulin pump stopped delivering insulin. Customer's blood glucose level was 381 mg/dl. Customer reported sensor glucose and blood glucose differences and troubleshooting was performed. The customer was informed that the sensor electrode may not have been wetted properly at the time of issue. Customer was advised to upload carelink if possible and to call back for further review. Customer was sent two replacement sensors and customer agreed to return current sensor for analysis testing. Customer also reported that he was unable to troubleshoot for the no delivery alarm. Customer did not want to return the infusion set for analysis. Customer stated that he was able to clear the alarm. No additional information provided.